Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 460 mg/dl. The caller did not have the insulin pump with him to conduct troubleshooting at the time of the call. The caller was not in the same room as the customer either. The caller did advise that the customer had given himself a manual injection of insulin using the same insulin that he had put into the reservoir. The caller stated that the manual injection did not lower the customer's blood glucose levels. The caller stated that he will have the customer call in for troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.